Manufacturer narrative:
Additional information has been provided in sections d.9, h.3, h.6, h.10, the system was examined and the reported event was not replicated. The system was tested and found to meet product specifications. The manufacturing device history record (DHR) was reviewed. Based on qa assessment, the product met specifications at the time of release. There was no issue of recurrence. It was noted that on the day of the issue, there was a lack of nitrogen supply. The system was found to have no problems. Therefore, the root cause of the reported event cannot be determined conclusively. Manufacturer will monitor for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that the irrigation and fluid air exchange (fax) functions did not displayed the real values on the screen. Procedure details unknown and there are no report of patient harm.